Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of a questionable alt alanine aminotransferase result from the cobas 8000 cobas c 701 module. The specific date of the event was not known. The initial result was 87 and the repeat result on another analyzer was <7. The repeat result on the original analyzer was 163. With a manual dilution (1:20), the result was <5. No unit of measure was provided. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.